Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the revision procedure, the rv lead was able to be removed from the device header without moving the device setscrew confirming the connection issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that crosstalk was noted on the right ventricular (rv) lead. The lead was also noted to have high pacing impedance. A connection problem was suspected. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.